Event description:
A health care professional reported 7 incidents of the minicap falling off the transfer set. The incidents occurred during the past 2 mos with 5 home pts. Per the health care professional all transfer sets were changed and there was no pt injuries and no med intervention.